Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a small volume intermate did not infuse. The device was filled with 0.9% sodium chloride. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 17, 2013 ¿ june 18, 2013. Evaluation summary: the device was received for evaluation with approximately 60 ml of fluid within its reservoir. No flow was observed when the blue winged luer cap was removed from the distal luer. The tubing was cut and subsequently flow of solution was observed. The blockage was due to solvent bonding at the junction of the tubing and distal luer lock. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the solvent bonded junction is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.